Event description:
Additional information indicates the patient had their leads explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47883, 1627487-2020-47884. It was reported the patient had x-rays and discovered one of the patient's leads fractured and one migrated. Surgical intervention may take place at a later date to address the issue. Note: it is unknown which leads migrated and was fracture, as such all leads are being reported.